Event description:
It was reported that the patient was booked for a knee revision as patient had pain and x-rays showed loosening of the femoral implant. Standard revision surgical technique was performed by the surgeon to remove all the implant material. The bone was cleaned and a spacer placed for the interim till second stage can be performed.

Manufacturer narrative:
It was reported that the patient was booked for a knee revision as patient had pain and x-rays showed loosening of the femoral implant. A rt-plus modular femoral component connected to a femoral stem and 2 offset blocks, a pe insert and a rt-plus modular tibial component connected to a tibial stem and 1 medial offset block were returned for evaluation. All devices were used in treatment. Upon visual inspection of the returned devices, signs of wear and damage in form of scratches on all components of the knee implant were detected. Significant amount of bone cement is present around the femoral component, but not along the articulating surface. On the bearing surface of the tibial insert, some small indentations and scratch marks were detected. However, these damages have no macroscopic evidence of discolouration, delamination and/or embedded particles (such as bone cement, metal debris). Some of the scratches may have been caused by bone cement. However, no bone cement protrusions were detected at the femoral component and no loose cement debris came with the complained devices. Furthermore, a small notch on the posterior distal stem of the tibial insert has been detected. This is may be the result of knee hyperextension causing the implant loosening. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Furthermore, no other complaints have been reported for the batches of the affected components. A review of the device labeling revealed that the IFU 12.24_knee prosthesis - ed. 07-10 states "loosening¿ as a risk factor in combination with the implantation of a knee prosthesis. The risk of implant loosening is covered with adequate severity and expected occurrence rate in several risks in the corresponding dfmea. No medical documents were received for investigation. Hence, based on the current state of information, the root cause leading to the reported femoral implant loosening remains unclear. Knee hyperextension may contributed to the loosening, but this cannot be confirmed due to missing medical documentation. No further actions have been initiated. The complaint will be reopened should any part be returned or should additional information be received. S+n will continue to monitor these devices for similar issues. The returned devices will be archived.